Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was deflation. Device evaluation: visual, leak test and microscopic analysis of the returned device identified: curved striated openings, a crack opening and a sharp opening. Based on the device analysis the final assessment is a curved striated openings assessed as surgical damage, a sharp opening assessed as unidentified (tear) opening, and a crack opening on valve assessed as cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. The device was explanted.